Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019, the patient underwent a bilateral knee revision. Revision on the right side was to address pain, instability and tibial tray loosening at the cement to implant interface (right side involved depuy products). The tibial insert and tibial tray were revised. The femoral component and patellar component were retained. The patient was revised with depuy products. It is noted that two depuy cement products were used during the primary right knee operation. Right knee primary product information can be found on page 4 of the attached medical records. There were no indicated intra-operative complications. Doi: (B)(6) 2015, dor: (B)(6) 2019 right knee.